Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An infection control nurse reported that following an intraocular lens (iol) implant procedure, a patient developed toxic anterior segment syndrome. There are four medical device reports associated with this report. This is the file for the second lens reported.